Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: performance data collected from the device was analyzed and revealed that there was a lead warning alert, the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and there was oversensing due to non-physiologic signals/sic (sensing integrity counter). It was noted that there were 2882 v-sic occurrences since (B)(4) 2013. There were 37 nst episodes of less than 220 ms v-v cycle recorded on (B)(4) 2013. The max v-pace impedance rises from an approx. Baseline of 500 ohms to less than 16000 ohms the week ending (B)(4) 2013. There were rv pace lead z alerts that occurred on (B)(4) 2013. The svc(hvx) pace lead z alert occurred on (B)(4) 2013.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. Analysis revealed that the distal conductor of the lead developed a fracture due to flexing while in vivo. It was also noted that the exposed rv (right ventricular) defibrillation coil became extrinsically fractured due to pulling/stretching/overstress. The returned segments of the lead were a proximal portion measuring 55 cm and a distal portion measuring 55 cm.

Event description:
It was reported that the lead showed signs of lead fracture. There was high impedance at times, there was oversensing, and measurement of threshold was not possible. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.